Event description:
The customer reported approximately twenty (20) milliliters of fluid overflowed from the sample wash station and onto the top cover of the instrument during quality control (qc) involving the immage 800 immunochemistry system. The customer had on proper personal protective equipment (ppe) consisting gloves, a laboratory coat, and eye protection and cleaned up the fluid with gauzed. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not generated. The customer has a risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed debris in the inline filter and replaced the inline filter. The fse also replaced the sample wash station wash and waste valves and flushed the waste valve restrictor. Service activity performed was verified and results conformed to the published performance specifications. (B)(4).